Event description:
The customer reported while testing their AED the battery pack would not reinstall into AED and stay in. This event did not occur during patient use.

Manufacturer narrative:
The customer reported while testing their AED the battery pack would not reinstall into AED and stay in. The maintenance schedule is reported as monthly. Advised the customer to remove AED from service and contact distributor for replacement AED as this AED is well beyond its 10-year design life. The IFU states: maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended, or failed to meet product specifications at the time the product was shipped to the customer. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.